Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
During x-ray review showed the PICC tip curled back on itself in the basilic vein. The sherlock 3cg demonstrated an elevated p wave with the tip followed to a green diamond ¿lollipop¿. The inserter reported no issues with insertion and flash back and flushed with ease. The cxr was taken directly post insertion this report is for first event of three reported.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. A history review of serial number: (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
During x-ray review showed the PICC tip curled back on itself in the basilic vein. The sherlock 3cg demonstrated an elevated p wave with the tip followed to a green diamond ¿lollipop¿. The inserter reported no issues with insertion and flash back and flushed with ease. The cxr was taken directly post insertion this report is for first event of three reported. Additional details: nil issues with insertion. Elevate p wave x3 documented. Sent for cxr on completion of insertion.

Event description:
During x-ray review showed the PICC tip curled back on itself in the basilic vein. The sherlock 3cg demonstrated an elevated p wave with the tip followed to a green diamond ¿lollipop¿. The inserter reported no issues with insertion and flash back and flushed with ease. The cxr was taken directly post insertion this report is for first event of three reported. Additional details: nil issues with insertion. Elevate p wave x3 documented. Sent for cxr on completion of insertion.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate sherlock readings was unconfirmed. The magnet tracking and ECG reading functionality on the sensor were correct as received at the service facility. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The device was serviced, tested, and returned to refurbished inventory. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.